Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 425 (mg/dl). Customer administered a correction bolus with the pump to treat bg levels; however, bg levels remained elevated and customer reverted to an omnipod which stabilized bg levels. Reportedly, customer believed that the pump was not delivering insulin. System check with tandem technical support indicated that the pump was performing as intended. During system check, customer verified that insulin exited from the tubing. Recommendation was made to contact health care provider to discuss diabetes management.